Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number is unk. The device was not available for eval; therefore, the complaint could not be confirmed. Although there is no inventory of the involved prod available at the mfg facility at this time, current production of catalog number 1706 (up-draft ii opti-neb nebulizer w/adult) that uses the same nebulizer components were tested and no issues were found that could lead to the condition reported by the customer. If the sample becomes available, a f/u report will be submitted with investigation results.

Event description:
The complaint is reported as: the oxygen tubing is "popping off" the oxygen source and nebulizer cups during use on the pt. No report of pt injury or harm.